Event description:
Patient presented to the physician with right-sided facial and head pain and requested explant of the components. Physician brought the patient into the or and removed the inspire system. Physician prescribed antibiotics to the patient after the procedure.